Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 02/28/2025, it was reported by the spouse via web self-service that the patient experienced inaccurate cgm values. According to the report, the patient was transported and hospitalized due to glucose level of 40 mg/dl on (B)(6). The first 2 sensors had reportedly been up to 40 mg/dl high bias inaccurate. The reporter noted that low levels seemed to drop precipitously and the md was noting patterns. The reversal of hypoglycemia and length of stay were not documented. Attempts by ts to contact the reporter by phone and email for additional details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by the spouse via web self-service that the patient experienced inaccurate cgm values. According to the report, the patient was transported and hospitalized due to glucose level of 40 mg/dl on (B)(6). The first 2 sensors had reportedly been up to 40 mg/dl high bias inaccurate. The reporter noted that low levels seemed to drop precipitously and the md was noting patterns. The reversal of hypoglycemia and length of stay were not documented. Attempts by ts to contact the reporter by phone and email for additional details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.